Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was overheating. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.